Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported they had iron (fe) quality control issues on the dxc 600 pro instrument. Customer technical support (cts) assisted customer with troubleshooting the issue and advised the customer to check the cartridge chemistry (cc) system sample probe. Upon inspection of the cc sample probe the customer noticed liquid underneath the probe, but did not see any liquid dripping from the probe. Customer checked and verified that the cc sample syringe was tight and then primed the syringe. No leaking was observed. However, customer did state that the fluid line fitting or the bead might be slightly cross-threaded, and therefore requested service. No injuries or erroneous patient results were reported. Field service engineer (fse) examined the instrument and replaced the cc sample syringe, sample shear valve, and washed the cuvettes. No further problems have been reported.